Event description:
It was reported that the patient presented with unintended diaphragmatic stimulation from its atrial leadless pacemaker. The leadless pacemaker device was explanted and a transvenous pacemaker system was implanted. The patient was stable.